Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchofibervideoscope exhibited some dirt on the pin unit of the scope. The issue occurred during service / maintenance (not in a clinical setting). There was no patient involvement.